Manufacturer narrative:
Correction to h11: corrective action is ongoing at this time.

Event description:
The event occurred on an unspecified date and involved a tego connector. It was reported that the tego was leaking blood post hemodialysis (hd) and hemodialysis line was clamped at time. The event occurred during use on patient, post disconnection of hd session. The product is contaminated or contains a biohazard or chemotherapeutic agent. The medication used with the product was unknown. There was patient involvement, but no delay in therapy and no adverse events or harm.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Manufacturer narrative:
Received one used list #d1000, tego¿ connector, appx 0.05 ml; lot #unknown for complaint investigation the seal of the device was observed to be torn. The reported complaint of bleeding from the tego could be confirmed. The returned sample was tested and failed a leak test. The seal was disassembled from the sample and internal tear and little to no adhesive was observed. The probable cause of the domed seal is due to uneven adhesive application. A device history record review could not be could not be conducted because no lot number was identified. D9 - date returned to MFR: 02feb2026. Corrected information can be found in d10 concomitant products and e4 - initial report sent to FDA, h6 health effect - clinical code.